Event description:
Caller indicated the assure pro was reading low on blood and high on control solution. Replaced product.

Manufacturer narrative:
Meter involved in incident was returned and evaluated. The returned meter read high on solution and read low on 80 level of blood testing, confirming the complaint. Specific root cause is unknown, therefore product will be sent to the manufacturer for further evaluation and possible corrective action.